Event description:
The rep confirmed that they replaced the extension on (B)(6).

Event description:
The rep reported over a month later that the plan is to bring the patient to the or on (B)(6) 2016. The leads and extensions will be tested independently and replace anything that is not working.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
The company representative (rep) reported that the device was going "on and off" on its own. When the patient turns the device on, there was no stimulation. It was unknown what led to the event. The impedances were tested in the clinic on the day of this report and all of the contacts were >10,000 ohms. They tried turning the stimulation up to 10.5v and still the patient felt no stimulation. The surgeon will be scheduling the patient to go into the or for troubleshooting and revision. The issue was not resolved at the time of this report. The patient was alive with no injury. It was noted that the implantable neurostimulator (ins) and extension were implanted - out of service. Additional information has been requested to find out when the surgical intervention is and what is planned to be performed during the revision. If additional information is received, a follow up report will be sent. Reference manufacturer report # 3004209178-2016-03745.